Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back into the or, evacuated the hematoma, packed the area with surgicel, and closed. This resolved the issue. Patient presented back to the physician with neck pain. Physician prescribed muscle relaxers. This resolved the issue.